Event description:
It was reported that during an initial left total hip arthroplasty, the patient sustained an intra-operative periprosthetic fracture of the greater trochanter that was repaired with a trochanteric claw and cables; the procedure was completed without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.